Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm on the pump. There was no reported impact to customer¿s blood glucose. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.